Manufacturer narrative:
Sections with additional information as of 29-jul-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. (Nova biomedical evaluation) h10: true focus product was received and investigated by nova biomedical. External evaluation has been completed by nova biomedical. Reported defect not reproduced on returned meter and strips. Corrected sections as of 29-jul-2020: h10: most likely underlying root cause corrected from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test" to "mlc-40: user's test strip had poor fill".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for lo display and low blood glucose test results. The customer is concerned with tests results obtained of 30mg/dl and lo display. The expected fasting blood glucose test result range is 150mg/dl. The customer did not report symptoms or medical attention as a result of the actual blood glucose results. Customer was sharing meter with his wife and was advised that meter is designed for one person use only. The product is stored according to specification in the dining room. During the call, a blood test was performed by the customer and produced test results of 192mg/dl non-fasting using true focus meter. The test strip lot manufacturer¿s expiration date is 02/13/2022 and open vial date is 2 days ago. The meter memory was reviewed for previous test result history. (B)(6).